Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Water tightness was lost due to a cut on the bending section cover. The following additional findings were also noted: , assorted chip and scratches, and angulation lever does not move smoothly due to damage on control section. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that the bending section cover on endoeye flex deflectable videoscope was damaged. There were no reports of patient harm associated with this event. The device was returned, and olympus repair center identified bending section cover was falling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bending section cover damage could not be determined, however, the issue was likely due to repetitive use stress, external factors, or user handling. Olympus will continue to monitor field performance for this device.